Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis of returned logs found that the behavior described is the intended behavior of the software. The software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding navigation system being used for a sacroiliac and thoracolumbar procedure. The rep indicated that when trying to suretrak a trident the rep got to the third step, touching the tip on the instrument to the frame, and an error message stating the distance was too far appeared. There was no change in patient outcome or delay in surgery as a result of the issue.